Event description:
It was reported that the distal center hole of the tibial nail picked up bone within the canal upon insertion. This prevented removal of the guidewire. The surgery was completed using a different nail. Pt status: fine.

Manufacturer narrative:
Review of the device history record found no discrepancies. The device was manufactured according to design requirements.